Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pelvic groin pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (ess205) (batch no. 12259204,12260632) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovaries. Concurrent conditions included morbid obesity, hypertension, gestational diabetes and asthma. Concomitant products included bisacodyl (dulcolax), ibuprofen and zolpidem tartrate (ambien). On (B)(6) 2004, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), stress urinary incontinence ("urinary stress incontinence"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("uti"), depression ("depression"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), menstruation irregular ("irregular periods"), ovarian cyst ("benign ovarian cysts"), pelvic haematoma ("pelvic hematoma anterior to bladder"), urinary bladder suspension ("tension free vaginal tape (tvt)"), dyspareunia ("dyspareunia(painful sexual intercourse"), weight increased ("weight gain"), abdominal distension ("bloating"), obesity ("obese"), diarrhoea ("diarrhoea"), constipation ("constipation"), hepatomegaly ("enlarged liver"), post procedural fever ("post-op fever"), scar ("scar tissue"), haematuria ("hematuria"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), complication of device insertion ("right tube failed to be placed the first time so it was grasped"), phlebolith ("calcified phleboliths on pelvis") and groin pain ("groin pain"). The patient was treated with surgery (on (B)(6) 2010, plaintiff underwent laparoscopic .hysterectomy, bilateral salpingo-oophorectomy.). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, stress urinary incontinence and vaginal haemorrhage had resolved and the uterine haemorrhage, urinary tract infection, depression, migraine, headache, bladder disorder, urinary tract disorder, menstruation irregular, ovarian cyst, pelvic haematoma, dysmenorrhoea, urinary bladder suspension, dyspareunia, weight increased, abdominal distension, obesity, diarrhoea, constipation, hepatomegaly, post procedural fever, scar, haematuria, abdominal pain, back pain, complication of device insertion, phlebolith and groin pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, complication of device insertion, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, groin pain, haematuria, headache, hepatomegaly, menorrhagia, menstruation irregular, migraine, obesity, ovarian cyst, pelvic haematoma, pelvic pain, phlebolith, post procedural fever, scar, stress urinary incontinence, urinary bladder suspension, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: confirmed satisfactory placement of both essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event abnormal vaginal bleeding, uti, depression, migraines, headaches, bladder disorder, urinary problems, irregular periods, benign ovarian cysts, pelvic hematoma, dysmenorrhea, tension free vaginal tape (tvt), dyspareunia, weight gain, bloating, obese, diarrhea, constipation, enlarged liver, post-op fever, scar tissue, hematuria, abdominal pain, lower back pain, abnormal uterine bleeding, complication of device insertion, calcified phleboliths on pelvis added,concurrent condition,medical history,reporters,concomitant medication,events outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pelvic groin pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (ess205) (batch no. 12259204,12260632) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovaries. Concurrent conditions included morbid obesity, hypertension, gestational diabetes and asthma. Concomitant products included bisacodyl (dulcolax), ibuprofen and zolpidem tartrate (ambien). On (B)(6) 2004, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), stress urinary incontinence ("urinary stress incontinence"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("uti"), depression ("depression"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), menstruation irregular ("irregular periods"), ovarian cyst ("benign ovarian cysts"), pelvic haematoma ("pelvic hematoma anterior to bladder"), urinary bladder suspension ("tension free vaginal tape (tvt)"), dyspareunia ("dyspareunia(painful sexual intercourse"), weight increased ("weight gain"), abdominal distension ("bloating"), obesity ("obese"), diarrhoea ("diarrhoea"), constipation ("constipation"), hepatomegaly ("enlarged liver"), post procedural fever ("post-op fever"), scar ("scar tissue"), haematuria ("hematuria"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), complication of device insertion ("right tube failed to be placed the first time so it was grasped"), phlebolith ("calcified phleboliths on pelvis") and groin pain ("groin pain"). The patient was treated with surgery (on (B)(6) 2010, plaintiff underwent laparoscopic .hysterectomy, bilateral salpingo-oophorectomy.). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, stress urinary incontinence and vaginal haemorrhage had resolved and the uterine haemorrhage, urinary tract infection, depression, migraine, headache, bladder disorder, urinary tract disorder, menstruation irregular, ovarian cyst, pelvic haematoma, dysmenorrhoea, urinary bladder suspension, dyspareunia, weight increased, abdominal distension, obesity, diarrhoea, constipation, hepatomegaly, post procedural fever, scar, haematuria, abdominal pain, back pain, complication of device insertion, phlebolith and groin pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, complication of device insertion, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, groin pain, haematuria, headache, hepatomegaly, menorrhagia, menstruation irregular, migraine, obesity, ovarian cyst, pelvic haematoma, pelvic pain, phlebolith, post procedural fever, scar, stress urinary incontinence, urinary bladder suspension, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: confirmed satisfactory placement of both essure. Lot numbers and exp/MFR dates. Lot numbers 12259204. Exp/MFR dates aug2005 / apr2004. Lot numbers 12260632. Exp/MFR dates sep2005 / apr2004. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complain update incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic groin pain') in a 31-year-old female patient who had essure (ess205) (batch no: 12259204,12260632) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovaries. Concurrent conditions included morbid obesity, hypertension, gestational diabetes and asthma. Concomitant products included bisacodyl (dulcolax), ibuprofen and zolpidem tartrate (ambien). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), menorrhagia ("menorrhagia"), stress urinary incontinence ("urinary stress incontinence"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("uti"), depression ("depression"), migraine ("migraines"), headache ("headaches"), menstruation irregular ("irregular periods"), ovarian cyst ("benign ovarian cysts"), pelvic haematoma ("pelvic hematoma anterior to bladder"), abdominal distension ("bloating"), obesity ("obese"), diarrhoea ("diarrhoea"), constipation ("constipation"), hepatomegaly ("enlarged liver"), post procedural fever ("post-op fever"), vaginal scarring ("scar tissue/scar tissue on vaginal wall"), haematuria ("hematuria"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), complication of device insertion ("right tube failed to be placed the first time so it was grasped"), phlebolith ("calcified phleboliths on pelvis"), groin pain ("groin pain"), loss of libido ("loss of libido") and chromaturia ("urinary or bladder problems changes: dark green urine"), underwent urinary bladder suspension ("tension free vaginal tape (tvt)") and was found to have weight increased ("weight gain"). The patient was treated with famotidine (pepcid), loperamide hydrochloride (imodium), metformin, otc and laxatives, surgery (on (B)(6) 2010, plaintiff underwent laparoscopic .hysterectomy, bilateral salpingo-oophorectomy. And cystotomy), antibiotocs and cranberry juice, assesses use foley catheter, monitored with imaging and took pain medications, pepsid, tums, bland diet and monitored with imaging, polycystic ovary syndrome treatment including hormones, birth control pills and weight loss diet. Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, stress urinary incontinence and vaginal haemorrhage had resolved and the uterine haemorrhage, urinary tract infection, depression, migraine, headache, menstruation irregular, ovarian cyst, pelvic haematoma, dysmenorrhoea, urinary bladder suspension, dyspareunia, weight increased, abdominal distension, obesity, diarrhoea, constipation, hepatomegaly, post procedural fever, vaginal scarring, haematuria, abdominal pain, back pain, complication of device insertion, phlebolith, groin pain, loss of libido and chromaturia outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, chromaturia, complication of device insertion, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, groin pain, haematuria, headache, hepatomegaly, loss of libido, menorrhagia, menstruation irregular, migraine, obesity, ovarian cyst, pelvic haematoma, pelvic pain, phlebolith, post procedural fever, stress urinary incontinence, urinary bladder suspension, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal scarring and weight increased to be related to essure (ess205). The reporter commented: she received treatment for dark green urine, dyspareunia, weight gain, bloating, diarrhea, constipation, irregular periods, pelvic hematoma anterior to bladder, abdominal pain and urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2004: results: confirmed satisfactory placement of both essure. Magnetic resonance imaging brain: on an unknown date: 1. No evidence for mass in the region of the cerebelloponunc angle/seventh and eight nerve complex.. 2. No other significant intracranial abnorma1ity. 3. Mucous retention cyst in the left maxillary sinus; on (B)(6) 2004: 1. Small hyper intense focus in the white matter of the left centrum semiovale, a nonspecific finding. This could even be related to the patient's history of migraines. 2. Probable retention cyst in the left maxillary sinus; on (B)(6) 2006: left sided weakness and twitching sensation. Lot numbers and exp/MFR dates 12259204 aug2005 / apr2004. 12260632 sep2005 / apr2004. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: plaintiff fact sheet and medical record received. Reporter and lab data added. Event scar tissue was updated with scar tissue on vaginal wall, event loss of libido was added, event urinary and bladder disorder is replaced with dark green urine, treatment drug added, treatment details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic groin pain') in a 31-year-old female patient who had essure (ess205) (batch no. 12259204,12260632) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovaries. Concurrent conditions included morbid obesity, hypertension, gestational diabetes and asthma. Concomitant products included bisacodyl (dulcolax), ibuprofen and zolpidem tartrate (ambien). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine hemorrhage ("abnormal uterine bleeding"), menorrhagia ("menorrhagia"), stress urinary incontinence ("urinary stress incontinence"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("uti"), depression ("depression"), migraine ("migraines"), headache ("headaches"), menstruation irregular ("irregular periods"), ovarian cyst ("benign ovarian cysts"), pelvic haematoma ("pelvic hematoma anterior to bladder"), abdominal distension ("bloating"), obesity ("obese"), diarrhea ("diarrhoea"), constipation ("constipation"), hepatomegaly ("enlarged liver"), post procedural fever ("post-op fever"), vaginal scarring ("scar tissue/scar tissue on vaginal wall"), hematuria ("hematuria"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), complication of device insertion ("right tube failed to be placed the first time so it was grasped"), phlebolith ("calcified phleboliths on pelvis"), groin pain ("groin pain"), loss of libido ("loss of libido") and chromaturia ("urinary or bladder problems changes: dark green urine"), underwent urinary bladder suspension ("tension free vaginal tape (tvt)") and was found to have weight increased ("weight gain"). The patient was treated with famotidine (pepcid), loperamide hydrochloride (imodium), metformin, otc and laxatives, surgery (on (B)(6) 2010, plaintiff underwent laparoscopic .hysterectomy, bilateral salpingo-oophorectomy. And cystotomy), antibiotics and cranberry juice, assesses usefoley catheter, monitored with imaging and took pain medications, pepsid, tums, bland diet and monitored with imaging, polycystic ovary syndrome treatment including hormones, birth control pills and weight loss diet. Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, stress urinary incontinence and vaginal hemorrhage had resolved and the uterine hemorrhage, urinary tract infection, depression, migraine, headache, menstruation irregular, ovarian cyst, pelvic hematoma, dysmenorrhoea, urinary bladder suspension, dyspareunia, weight increased, abdominal distension, obesity, diarrhoea, constipation, hepatomegaly, post procedural fever, vaginal scarring, hematuria, abdominal pain, back pain, complication of device insertion, phlebolith, groin pain, loss of libido and chromaturia outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, chromaturia, complication of device insertion, constipation, depression, diarrhea, dysmenorrhoea, dyspareunia, groin pain, hematuria, headache, hepatomegaly, loss of libido, menorrhagia, menstruation irregular, migraine, obesity, ovarian cyst, pelvic hematoma, pelvic pain, phlebolith, post procedural fever, stress urinary incontinence, urinary bladder suspension, urinary tract infection, uterine hemorrhage, vaginal hemorrhage, vaginal scarring and weight increased to be related to essure (ess205). The reporter commented: she received treatment for dark green urine, dyspareunia, weight gain, bloating, diarrhea, constipation, irregular periods, pelvic hematoma anterior to bladder, abdominal pain and urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: results: confirmed satisfactory placement of both essure. Magnetic resonance imaging brain - on an unknown date: 1. No evidence for mass in the region of the cerebelloponunc angle/seventh and eight nerve complex. 2. No other significant intracranial abnormality. 3. Mucous retention cyst in the left maxillary sinus; on (B)(6) 2004: 1. Small hyper intense focus in the white matter of the left centrum semiovale, a nonspecific finding. This could even be related to the patient's history of migraines. 2. Probable retention cyst in the left maxillary sinus; on (B)(6) 2006: left sided weakness and twitching sensation. Lot number: 12259204. Manufacturing date: 2004-06. Expiration date: 2005-08. Lot number: 12260632. Manufacturing date: 2004-07. Expiration date: 2005-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and stress urinary incontinence ("urinary stress incontinence"). The patient was treated with surgery (on (B)(6) 2010, plantiff underwent laparoscopic .hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia and stress urinary incontinence outcome was unknown. The reporter considered menorrhagia, pelvic pain and stress urinary incontinence to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: confirmed satisfactory placement of both essure incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.